Event description:
It was reported that a revision surgery was performed due to infection on (B)(6) 2020. A washout was performed and the oxinium fem hd 12/14 36 mm xl/+12 and r3 0 deg xlpe acet lnr 36mm x 58mm were exchanged. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a hip revision and washout surgery was performed due to infection, approximately 4 weeks post-revision, which was performed due to e.coli in the wound. The requested surgical and lab reports, and x-rays have not been provided. Therefore, the cause of the infection and the patient impact beyond the infection and revision cannot be determined. No further clinical assessment is warranted at this time. Should clinically relevant documentation become available, this clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.